Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the umb catheter. The customer reports leakage of catheters distal to hub. Infusion. Required PICC for 1 neonate. No ill-effects to patient reported. Patient status reported as recovered. The device is being returned for examination.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.